Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings:- delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. If large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer sheath. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions:- care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. It is very important to maintain introducer sheath patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheathe the stationary filter by withdrawing the introducer sheath. Do not twist the pusher wire handle at anytime during this procedure potential complications:- movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition; filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one day post vena cava filter deployment following a motor vehicle accident which resulted in quadriplegia, the filter was allegedly discovered to have not deployed correctly and was tilted with the filter hook said to have been found within a retroperitoneal vein. As a result, the filter was reportedly unable to be retrieved. No additional information related to this event was provided. The status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post motor vehicle accident, records note that the filter was not deployed properly and could not be removed. Deployment records were not provided for review. Retrieval records were not provided for review. Therefore, the investigation is inconclusive for the alleged deployment issue, filter tilt, and retrieval difficulties as no objective evidence has been provided in the reviewed medical records addressing those deficiencies. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: femoral: the current IFU (instructions for use) states: warnings/potential complications: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. If large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer sheath. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition: filter tilt: precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. It is very important to maintain introducer sheath patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher wire handle at anytime during this procedure note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Jugular: the current IFU (instructions for use) states: warnings/potential complications: if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer sheath. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition filter tilt precautions: do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the meridian filter. It is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that approximately one day post vena cava filter deployment following a motor vehicle accident which resulted in quadriplegia, the filter was allegedly discovered to have not deployed correctly and was tilted with the filter hook said to have been found within a retroperitoneal vein. As a result, the filter was reportedly unable to be retrieved. No additional information related to this event was provided. The status of the patient was not provided.